Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Investigation also revealed that the display was dim, faded, and discolored. Additionally, investigation revealed that there was contamination under all keypad button contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/12/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/12/2015 with the following findings: visual inspection revealed that the battery compartment was cracked from the threads to the case seal. During testing, the display was found to be dim, faded, and discolored. The keypad was found to be fully intact; no damage was observed. The contrast keypad button was found to be intermittently unresponsive, which has no effect on insulin delivery function. The keypad cover was removed and contamination was found under all key contacts. No battery cap was returned with the pump. A test battery cap was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).